Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit will not stay on once turned on with a fresh battery. There was no report of patient involvement.